Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a high out-of-range (oor) pacing lead impedance (pli) greater than 2,500 ohms along with high pacing thresholds greater than 5 volts. The patient fell in their home which had resulted ra lead damage. Additional information indicated that it was not concluded that the lead have fractured as visual fluoro was not performed. This ra lead was surgically abandoned in the patient. No additional adverse patient effects were reported.